Event description:
A pt contacted zoll customer support to report that her monitor would not power on. While following up with the pt, a pt service rep (psr) contacted zoll customer support to report exposed wires on the electrode belt. The patient was issued a replacement monitor and electrode belt.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon eval, the monitor would not power on. The cause of the inability to power on was corrosion on the j2005 connector of the auxiliary board. The corroded connection shorted the power supplies and prevented the monitor from powering on. The root cause for the corroded connector was unable to be positively determined but was likely ingress of an unk liquid. Device eval of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) was confirmed. As received, the trunk cable connector housing was broken. The connector locking nut was missing, which would prevent the electrode belt from properly securing into the monitor. The root cause for the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective monitor or damage electrode belt connector. The patient received a replacement monitor and electrode belt. Device mfg date: sn (B)(4): 08/01/2011, sn (B)(4): 05/01/2008.